Event description:
During a ptca/stent procedure,the stent came off of the stent deivery system (sds) in the coronary artery.the stent was then snared and removed successfully.the lesion was then stented sucessfully using another company's stent.no patient injury was reported.no additional information was available.